Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak was discovered in dwell 6 of 6 during the patient¿s treatment. Prior to the leak, there was a supply bag lines are blocked alarm that occurred. The leak was coming from the patient¿s apd luer lock connector, which was connected to a baxter extraneal solution bag (sb). The patient uses the baxter sb for their last bag, and during the call to ts, it was reported that the two devices disconnected. Upon follow-up, the contact reported the connection between the connector and the sb seemed tight. The patient¿s continuous cyclic pd (ccpd) treatment was cancelled after the leak was observed, and the treatment was completed via manual exchange. It was confirmed that fluid did not come in contact with the cycler. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient¿s pd nurse was notified of the event. The apd luer lock connector not available to be returned for evaluation as the device was reportedly discarded.